Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon burst at 12 atm while being inflated inside the patient. It was reported that the patient had a very narrow stricture. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre fixed wire dilatation balloon was analyzed and a visual examination found that the balloon had two ruptures. The catheter of the device had no damages. Microscopic inspection found the balloon had two circumferential ruptures, located at 3 and 6 cm from the distal tip of the balloon. A functional inspection could not be performed due to the returned condition of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The circumferential tear and rupture found in the balloon are likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing physical damage. These factors and interactions could influence the problem found in the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, the balloon burst at 12 atm while being inflated inside the patient. It was reported that the patient had a very narrow stricture. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.